Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead was noted to have pacing impedances greater than 2000 ohms along with diaphragm stimulation. Sensing and threshold levels were noted to be normal. Additionally, as this lead and device have been implanted for less than 4 months, this may also be indicative of a connection issue. The lead configuration was reprogrammed, which both resolved the diaphragm stimulation and brought the lead impedance levels back to normal range. No adverse patient effects were reported.